Event description:
During follow-up, the device could not be interrogated and did not respond to a magnet. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of interrogation anomaly was not confirmed. The device was received from the field with battery voltage above elective replacement level. Visual inspection of the header found no anomaly related to the field concern. Additionally, electrical, and mechanical analysis performed indicated normal functionality. During the analysis the device was interrogated multiple times and the results found normal communication. Longevity assessment was performed, based on field settings, and the pacer was in the normal range of operation with appropriate remaining longevity.